Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right atrial and left ventricular leads was repositioned on (B)(6) 2018 due to lead dislodgement. The lead dislodgement was confirmed via x-ray. The patient¿s condition after the procedure was stable.